Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. The patient reported that when he would bend in a certain way he could not feel any stimulation sensation. It was also noted that he experienced pain, loss of therapy, and uncomfortable stimulation related to the positional movement. This issue was noted to occur at night. It was also noted that the problem started to occur after a representative (rep) performed reprogramming sometime in 2016. The patient was to follow up with his healthcare professional. A rep had been attempting to contact the patient regarding the issue. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.